Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia associated with heat exposure while working in an attic, emotional stress related to a family member¿s hospitalization, and under-announced carbohydrate intake; the ilet delivered corrections and glucose values returned to range, and the user received education on meal announcement and correction algorithm use. Symptoms included elevated blood glucose with a reported peak of 332 mg/dl and an estimated duration of approximately three hours outside target range, without loss of consciousness, diabetic ketoacidosis, or other acute symptoms. Outcomes included no medical intervention, hospitalization, or use of backup therapy. Investigation included review of user report, operating context, and device performance in automated correction. Investigation of this case revealed no device malfunction and was consistent with user-related factors, including incorrect meal size announcement and situational stressors leading to hyperglycemia, with the device component performing as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to incorrect meal announcement and transient physiologic stress effects.